Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Was the device difficult to close? Were any unusual noises heard? Were any staple formation issues noted throughout the care of patient? Please provide more information about staple shape in initial procedure. Was buttress material used? Does the surgeon believe the tissue was compressible to 2 mm? Does the surgeon belief a deficiency with device caused or contributed to issue? Right vs left pneumonectomy? How long was the stump? Did the patient receive any preoperative chemotherapy or radiation? Was stump checked for air leak after staple line was placed? Did the patient develop post-pneumonectomy empyema? What is the current patient status?

Event description:
It was reported that the patient developed a bronchus fistel after pneumectomy. On august 1st the patient had a pneumectomy. The psee60a stapler in combination with a gst60g reload was used to staple and transect the primary bronchus. The initial surgery went very well. On the 12th of september the patient was having a reoperation because of a bronchial fistel. Possibly because of the powered stapler in combination with the green reload couldn¿t deliver enough force to compress the thick tissue (primary bronchus has thick cartilage rings). There is a possibility that the product has something to do with the event. Muscle was harvested from somewhere out of the body and attached to the fistel area.